Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges damage to lung tissue. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Despite multiple attempts by email to the customer on 12/02/2024, 12/11/2024,12/17/2024, the device has not yet returned to the manufacturer for evaluation. There has been no response from the customer on the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges damage to lung tissue. The updated describe event or problem will be: the dreamstation auto CPAP was returned to the third party service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that the foam particles were not observed. Additionally, dust/dirt was found inside the device. And the device was corrected. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In box d: product UDI, device serviced by 3rdp?, device available for eval?, device available for eval?, date returned to mfg are updated in this follow-up. In box g: date received by mfg is updated in this follow-up. In box h: health impact grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid are updated in this follow-up.